Event description:
Additional information received. Patient stated that the when the device was turned off, they could move again and that replacement will be done after the covid-19 pandemic. No further complications noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been leaking and was still getting up to go to the bathroom. This started about a week after implant ((B)(6) 2019). This issue was unrelated to positional movement. The patient also reported that they had uncomfortable stimulation in the groin since (B)(6) 2019. It was confirmed with the programmer that the therapy was on. It was suggested that they decrease the stimulation to relieve the discomfort. The patient stated that they were going to contact their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated. (B)(6) 2020 follow up information received from the patient reported that they had notified their managing physician for the issue and spoke at length to the doctor and professional on my medtronic on (B)(6) 2020. It was explained to the patient the different therapies and the stimulation. As an action taken, they changed the therapy and stimulation and had no pain in their groin. The issue was reported as resolved. There were no further complications reported or anticipated. (B)(6) 2020: additional information received from the patient stated she has called before several times however patient services was only able to locate one call noted here. Patient stated from the time she got the interstim implanted she could barely walk because her legs and hips hurt so bad. Patient spoke with her doctor and was instructed to turn it off and the doctor didn't know what was wrong and they decided to remove it, however the removal surgery had to be cancelled due to corona virus. After therapy was turned off. Patient was able to start walking again, so she turned it back on again yesterday and now she is having the same problems again with pain and walking. Patient had originally reported overstimulation causing pain in the groin with event date of (B)(6) 2019 and patient confirmed this is the same event. However, patient is now stating the event actually started at the time of implant as she didn't put the two together initially. Patient had x-rays of the knees and hips and they are fine, and she also had physical therapy and "shoe things". Patient stated the pain goes from under her breast almost down to her knees and there were times she couldn't make it up the stairs it was so bad. Patient stated her managing hcp doesn't know what's causing the pain. Patient services recommended the patient turn therapy back off again until she can follow up with managing hcp. Patient turned it off during the call.